Manufacturer narrative:
The pump was received with all buttons responding properly. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement, and leak tests. No damage or moisture damage was noted on the keypad assembly and the keypad connector was not unlocked. The pump was received with a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the up arrow was unresponsive. The customer's blood glucose was 7.6 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to high magnetic fields. The insulin pump will be returned for analysis.